Event description:
The pt stated, she received the 09 (technical inspection due) error, but she stated she did not receive the prior 8x (88, 86, 84, 82) alerts warning her that the infusion device would soon shut down. No physiological effects were reported. The pt stated that she was not able to locate her backup infusion device. She was advised to contact her physician for assistance with injection therapy until her replacement infusion device arrives. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.